Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 8-6mm amplatzer pda occluder was chosen for implant using an unknown delivery system. During the procedure, it was reported that the device was not able to be retrieved back to the sheath. No additional information provided.